Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Information was reported that the patient is reporting painful stimulation. The patient stated that the intensity of their "signal shot up all by itself". The patient did not have their programmer with her at the time. The patient stated she was standing on the step of a bus that was off at the time. The patient stated when she checked her ins when she got home the amplitude was at where it had been when she set it last, but the patient stated it was hurting. The patient stated she turned the stimulation down to 2.4 and she felt relief from the discomfort. The patient confirmed the ins status was on. There were no falls or trauma reported, and this issue was not related to positional movements. No further complications were reported. No additional patient symptoms were reported.